Event description:
It was further reported that the manufacturer received product performance data and the battery subsequently tested out of specifica tion during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to: -b5.desc evt problem -h6.coding product event summary: one (1) controller (B)(6) two (2) batteries (B)(6) and one (1) controller ac adapter (B)(6) were returned for evaluation. Four (4) batteries (B)(6) and one (1) battery charger (B)(6) were not returned for evaluation. No performance allegations were made against (B)(6). Review of the manufacturing documentation confirmed that (B)(6) and (B)(6) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. External visual inspection revealed contamination within both power ports, likely due to the handling of the device. Failure analysis of (B)(6) revealed that the device passed functional testing. External visual inspection of (B)(6) revealed that the release indicator marker on the battery connector was illegible. The illegible indicator is an additional observation unrelated to the reported event, likely due to the handling of the device. Failure analysis of (B)(6) and (B)(6) revealed that the devices passed visual inspection and functional testing. An internal visual inspection of the returned devices revealed no anomalies. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances involving (B)(6) and (B)(6) where the batteries relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. Review of the alarm log file revealed no power disconnect alarms within the analyzed period. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the event log file revealed seven (7) controller power-ups with associated motor start events logged on (B)(6) 2023 at 17:34:48, (B)(6) 2023 at 23:40:44, (B)(6) 2023 at 23:42:17, (B)(6) 2023 at 18:43:32, (B)(6) 2023 at 07:26:17, (B)(6) 2023 at 19:34:08 and (B)(6) 2023 at 13:33:43. No anomalies were observed leading up to the losses of power. The controller was without power for eleven (11) seconds, thirteen (13) seconds, twelve (12) seconds, thirteen (13) seconds, nine (9) seconds, a maximum of twelve (12) minutes and eleven (11) seconds, and twenty-eight (28) seconds, respectively. During a loss of power event, the controller screen will turn blank/black. As a result, the reported pump stops, unexpected losses of power, foreign m aterial in the controller port and power disconnect alarm events were confirmed, however, the reported ¿cac adapter did not provide power¿ and ¿battery did not provide power¿ events could not be confirmed for (B)(6) and (B)(6). The batteries (B)(6) and (B)(6) were lubricated prior to release. There is no evidence the battery (B)(6) and the controller ac adapter (B)(6) were lubricated. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery did not provide power event for the batteries (B)(6) and (B)(6) can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Possible root causes of the observed communication errors, and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) d9: yes, return date: 09-may-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) d9: yes, return date: 09-may-2023 h3: yes dev rtn to MFR? Yes d1: controller ac adapter d4: (B)(6) d9: yes, return date: 09-may-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) h3: yes d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-may-2021 / serial#: (B)(6) UDI#:(B)(4) d9: no h3: yes h4: mfg date:06-may-2020 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 30-jun-2023, serial or lot#: (B)(4), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 24-jun-2022, h5: no, h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705, h6: patient img code(s) g02002 h6: FDA method code(s): b21, h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery, d4: model #: 1650/ catalog #: 1650/ expiration date: 31-may-2021, serial or lot#: (B)(4), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 06-may-2020, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26 h6:FDA device code(s): a0705, h6: patient img code(s) g02002, g02014, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery, d4: model #: 1650/ catalog #: 1650/ expiration date: 30-nov-2022, serial or lot#: (B)(4), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 16-nov-2021, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6:FDA device code(s): a0705, h6: patient img code(s) g02002, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery, d4: model #: 1650/ catalog #: 1650/ expiration date: 31-aug-2021, serial or lot#: (B)(4), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 28-aug-2020, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6:FDA device code(s): a0705, h6: patient img code(s) g02002, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 30-jun-2021, serial or lot#: (B)(4), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 09-jun-2020, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6:FDA device code(s): a0705, h6: patient img code(s) g02002, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ cac adapter, d4: model #: 1430/ catalog #: 1430/ serial or lot#: (B)(4), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6:FDA device code(s): a0708, h6: patient img code(s) g02027, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after disconnecting the cac adapter, the battery that was connected to the other controller port did not provide power which resulted "at least five registered pump stops due to a communication failure of the power socket 2." It was also reported that the controller exhibited several unexpected losses of power and there appeared to be foreign material in one of the ports. It was also reported that the cac adapter did not provide power. It was also reported that a different battery did not provide power, exhibited a power disconnect alarm and also that the "di(s)play turned black" which resulted in a vad stop alarm. It was also reported that three other batteries exhibited a power disconnect alarms. The controller, cac adapter and batteries were removed from service. No patient complications have been reported as a result of this event.